Event description:
It was reported there is a debit on the probe head. (B)(6) 2023 found during evaluation at bd service facility: ultrasound image has a dark area on the right hand side corresponding to the divot in the rubber membrane.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of there is a debit on the probe head is confirmed. The probe has a divot in the gray rubber membrane. The ultrasound image has a dark area on the right hand side corresponding to the divot in the rubber membrane h3 other text : evaluation findings are in section h11.